Event description:
In 2006, a patient underwent a revision surgery of a plif due to pseudoarthrosis and breakage of the hardware. The rod of the construct on the right side at the l5 pedicle screw broke.